Manufacturer narrative:
Lot 19c001 was manufactured from march 4-5, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. The blue winged luer cap was hand tightened and functional leak testing was performed. There were no signs of leak observed at the blue winged luer cap during leak testing. The device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The leak was observed after filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.